Event description:
A malfunction alarm occurred with the pump, specifically a malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared.